Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The right ventricular (rv) lead had dislodged and had high thresholds. Upon revision, there was difficulty placing the lead due to the helix being unable to retract. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.